Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that a patient receiving prialt/ziconotide (concent ration 25 mcg/ml, dose 7 mcg/day) via an implanted infusion pump for an unknown indication had two motor stalls and recoveries occur. The patient had an increase of pain and their oral opioid medication increased. Telemetry was performed on (B)(6) 2015 and revealed two motor stalls and recoveries. The first motor stall occurred on (B)(6)2014 at 09:24 (secondary logs showed stall occurred at 10:17) with a motor stall recovery on (B)(6) 2015 at 06:13 (secondary logs showed 07:06). A second motor stall occurred on (B)(6) 2015 at 22:02. A stopped pump period may exceed tube set message occurred on (B)(6) 2015 at 22:02 and the motor stall recovered on (B)(6) 2015 at 07:43. Discrepant information received reported the motor stall had not recovered, but logs indicate the last event was a motor stall recovery. The hcp made the decision to replace the pump due to the pump nearing eri (4 months), therefore, surgical intervention occurred and the pump was replaced on (B)(6) 2015. The event was reported as resolved. Dose history was reported. On (B)(6) 2015, the pump was used to deliver morphine (25 mg/ml) at 2.997 mg/di. On (B)(6) 2015, the dose was decreased to 1.499 mg/di. On (B)(6) 2015, the medication was changed to prialt (5 mcg/ml) at a dose of 2.4976 mcg/di. On (B)(6) 2015, the dose was increased to 4.9951 mcg/di. On (B)(6) 2015, the dose was increased to 7.9922 mcg/di. On (B)(6) 2015, the dose was increased to 9.9902 mcg/di. On (B)(6) 2015, the dose was increased to 12.4878 mcg/di. On (B)(6) 2015, the dose was decreased to 9.9902 mcg/di. On (B)(6) 2015, the dose was decreased to 7.992 mcg/di. On (B)(6) 2015, the dose was decreased to 5 mcg/di. On (B)(6) 2015, 15 ml of nacl 0.9% was added to the prialt and the dose was increased to 5.994 mcg/di. On (B)(6) 2015, the dose was decreased to 5.49 mcg/di. On (B)(6) 2015, the dose was increased to 5.74 mcg/di. On (B)(6) 2015, the dose was increase to 7.003 mcg/di.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; there was corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.